Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the upper gastrointestinal tract during an esophagogastroduodenoscopy (egd) and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during procedure, the balloon completely came off the catheter. Reportedly, the balloon was retrieved with the use of forceps. There were no patient complications reported as a result of this event.